Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The customer stated that the patient sample had a sample clot alarm for another assay. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 stat result from the cobas 6000 e601 module for one patient sample. The initial result was 78.48 pg/ml, and the repeat result on another analyzer was <6 pg/ml. Another sample was drawn as part of a three-part series because the patient was in the emergency room. The results from the second and third samples were <6 pg/ml. The repeat result of the initial sample was <6 pg/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
The medwatch section d. Device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that a general reagent or analyzer problem was not present because the qcs before the event were within ranges. The field service engineer reviewed the sample report and noted that a sample clot error occurred simultaneously with the initial elecsys troponin t gen 5 stat result. Subsequent aspirations of the same patient sample had no further clot errors, yielding repeated troponin measurements that were consistently below the test's detectable levels. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a device malfunction.